Event description:
Literature: yianni j et al. "Increased risk of lead fracture and migration in dystonia compared with other movement disorders following deep brain stimulation." Journal of clinical neuroscience. 2004. 11(3):243-245. Three dystonia patients experienced slipped leads that were detected at 12 months post-op. All patients were successfully reimplanted following which continuous sustained improvement in their respective clinical conditions occurred.

Manufacturer narrative:
This report is being submitted following an internal audit.